Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported ¿pain in the left breast¿ "left breast is higher and larger than the right one" "she touched her breast and felt "balls" (as reported) in the region of the breast near the armpit" ¿intense that patient gets nauseated and with headache" for the left breast. Device remains implanted.